Event description:
It was reported that a death occurred. In (B)(6) 2022, the patient presented with stable angina. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medications other than aspirin (>= 72 hours). At the time of the procedure, heparin or antithrombotic medication and a loading dose of 525 mg of clopidogrel were given. The 3.5 mm x 12 mm target lesion located at the proximal right coronary vessel was pre-treated with a 3.50 x 12 mm balloon angioplasty resulting in 0% residual stenosis and timi flow 3. The target lesion was then successfully treated with a 3.50mm x 20 mm agent dcb demonstrating 0% residual stenosis and timi flow of 3. The patient discharged with aspirin and clopidogrel. In (B)(6) 2026, the patient death occurred. Cause of death is unknown.it was further reported that the death actually occurred in (B)(6) 2025 vs the previously reported date of (B)(6) 2026.

Manufacturer narrative:
Investigation results:device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established based upon the information available. It was reported that the procedure with the agent balloon was successfully performed in (B)(6) 2022 resulting in 0% residual stenosis and timi flow 3. However, in (B)(6) 2025 the patient died. A request was made through good faith effort querying what was the cause of the patient death and if the use of the agent device contributed to the death. The response noted that the relationship to the device has not yet been established. It is noted that per the product's instructions for use (IFU) that the event of 'death' is listed as a known adverse event associated with device use. The investigation identified no evidence of a manufacturing-related issue, no evidence of use inconsistent with labelled indications, and no objective evidence of device malfunction.

Event description:
It was reported that a death occurred. In (B)(6) 2022, the patient presented with stable angina. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medications other than aspirin (>= 72 hours). At the time of the procedure, heparin or antithrombotic medication and a loading dose of 525 mg of clopidogrel were given. The 3.5 mm x 12 mm target lesion located at the proximal right coronary vessel was pre-treated with a 3.50 x 12 mm balloon angioplasty resulting in 0% residual stenosis and timi flow 3. The target lesion was then successfully treated with a 3.50mm x 20 mm agent dcb demonstrating 0% residual stenosis and timi flow of 3. The patient discharged with aspirin and clopidogrel. In (B)(6) 2026, the patient death occurred. Cause of death is unknown.